Event description:
The customer reported that the access 2 immunoassay system level one cardiac troponin (accutni) quality control results were recovering below established limits. As part of troubleshooting the customer repeated control samples, ran alternate controls, recalibrated the accutni assay and ran precision studies. The problem was not resolved. Beckman coulter inc. Led customer troubleshooting indicated that the active calibration s0 relative light units (rlus) mean was abnormally elevated. Beckman coulter inc. Advised the customer to change to a previous, valid accutni calibration curve. Upon recalibration, the customer was able to generate quality control results within customer established specifications. There were no patient results generated in connection to this event. There have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. No sample handling/collection information was provided by the customer. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that a system check performed prior to the event generated results within specification. No event log messages were generated in connection with this event. No other assays were affected by this event.

Manufacturer narrative:
Service was not dispatched for this event. Beckman coulter inc. Assessment of instrument generated data and supplied troubleshooting assisted the customer in resolving the issue. The cause of this event is unknown and could not be determined based on the supplied information.